Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device turns on then turns off. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: the returned device was evaluated. The device was found to have an open f2 fuse on the connectivity board. This prevents the device from powering on; the reported issue of the device powering off on its own could not be replicated through testing. Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that the device turns on then turns off. There was no patient impact or consequence reported.